Manufacturer narrative:
Remains implanted in the eye. Attempt has been made to obtain missing information; however, no further information has been received. Device evaluation: the product was not returned to the manufacturing site as. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was unfolding issues with the lens where the haptic was stuck to optic and haptic both, doctor had to use forceps to unfold them. There was no patient injury. The lens remains implanted and the patient is reported to be doing good. No further information provided.